Event description:
Paramedics attempted to use the unit to monitor a pt being transported to a hosp. Prior to their departure from the originating hosp, the unit allegedly locked up after being turned on and failed to display the pt's ECG and after a short time lost all power. Another monitor was provided and used with no other problems reported. There were no adverse affects to the pt reported as a result of the alleged malfunction.